Event description:
The following was reported to hamilton medical ag: summary: device opens up windows itself and change settings.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: interaction panel front msp160840 defective. Correction: interaction panel front msp160840 replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: interaction panel front msp160840 defective. Correction: interaction panel front msp160840 replacement. Corrected date in g2: (B)(6) 2024.

Event description:
The following was reported to hamilton medical ag: summary: device opens up windows itself and change settings.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: interaction panel front msp160840 defective. Correction: interaction panel front msp160840 replacement. Corrected date in g2: 01.31.2024. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: device opens up windows itself and change settings.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: device opens up windows itself and change settings.